Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.

Event description:
It was reported that during anticancer agent infusion therapy, solution leakage from the insertion site occurred and damage was found on the patient's skin due to leaked agent. The length of time in use prior to this defect is unknown, however the user commented that the infusion therapy was conducted the day before as well and there was no problem confirmed at that time.

Manufacturer narrative:
(B)(4). The reported complaint of the catheter leaking could not be confirmed. One 2-l, 7 fr, 20 cm catheter was returned for evaluation. Upon visual examination there is a brownish tint to the catheter body from the bottom of the juncture hub to the location of the box clamp. From the box clamp down to the distal tip the catheter body has a reddish/ pink tint. These observations indicate use of the catheter. There is no other damage or defect observed. The catheter body measures 218 mm from the bottom of the juncture hub to the distal tip. This is within specification of 207- 227 mm per catheter graphic. Functional testing was performed using a lab inventory 10 ml luer-lock syringe filled with water to flush each of the two catheter lumens. There were no leaks observed during this testing. The catheter was liquid leak tested. With the distal end of the catheter occluded, water was injected into each extension line using the leak tester apparatus. Each lumen was pressurized to 45 psi for 30 seconds. No leaks or cross-overs were observed. The instructions for use directs the user to prepare the catheter for insertion by flushing each lumen with saline solution to enable patency and prime the lumens. No leaks were reported prior to catheter other remarks: insertion. A device history record review was performed on the catheter with no evidence to suggest a manufacturing related issue. A risk evaluation was completed for this complaint issue. There was no problem found on the returned sample. No further action will be taken.